Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl. Elevated bg was addressed by correction insulin injection using multiple daily injections, and there was no required assistance from a third party. The customer reverted to an alternate method of insulin therapy.